Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: minor corrosion was found on the chassis, front panel chassis, housing and back panel. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported, the evis exera iii video system center had no image on monitor during preparation for use for a diagnostic colonoscopy procedure. A delay of 5 minutes occurred with no patient impact. The procedure was completed successfully with a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the "no images are displayed" event was caused by a defect in the printed circuit board. Olympus will continue to monitor field performance for this device.